Manufacturer narrative:
(B)(4). Corrections to reflect gudid: section d4: lot number, expiration date, UDI details are not provided. Section h4: manufacturing date was not provided section d4: bc151-10 bubble CPAP system has been used as a placeholder in model number and catalog number. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the CPAP probe of bubble CPAP generator slipped to a pressure level higher than the set pressure level. The bubble CPAP generator is part of the bubble CPAP system kit. The healthcare facility further reported that the patient experienced pneumothorax. It was further reported that the bubble CPAP system kit was replaced immediately. We have requested to return the subject device for investigation, but the healthcare facility confirmed that the complaint device was already disposed of. We (f&p) have requested additional information related to the reported event and awaiting a response from the healthcare facility. A follow up report will be submitted upon receiving the requested information.

Manufacturer narrative:
(B)(4). Section d4: model number, lot number, expiration date, UDI details are not provided. Section h4: manufacturing date was not provided section d4: bc151-10 bubble CPAP system has been used as a placeholder in model number and catalog number. Additional information: section h6: health effect inpact code f has been added fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in indianapolis reported via a fisher & paykel healthcare (f&p) field representative that the CPAP probe of bubble CPAP generator slipped to a pressure level higher than the set pressure level. The bubble CPAP generator is part of the bubble CPAP system kit (subject device). The healthcare facility further reported that the patient experienced pneumothorax and the subject device was immediately replaced and subsequently discarded. We (f&p) have requested further information regarding the reported event and are currently awaiting a response from the healthcare facility. A follow up report will be submitted once the requested information is received.

Manufacturer narrative:
(B)(4) section d4: model number, lot number, expiration date, UDI details are not provided. Section h4: manufacturing date was not provided. Section d4: the exact model number was not provided by the healthcare facility; hence, bc151-10 bubble CPAP system kit has been used as a placeholder in model number and catalog number. Method: the subject device, bubble CPAP system kit was discarded and not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the limited information provided by the healthcare facility and our knowledge of the product. Result: the healthcare facility reported that the CPAP probe of the subject device fell further down into the water column of bubble CPAP generator. The healthcare facility further reported that the patient experienced a pneumothorax. Information such as device setup, sequence of events leading to the reported event, patient's preexisting medical conditions at the time, any other therapies received by the patient prior to the use of bubble CPAP, if any medical interventions were needed to manage the reported pneumothorax, and the patient's outcome was specifically requested to the healthcare facility. However, despite multiple follow-up attempts, f&p has not received additional information regarding this event. Conclusion: with no additional information received from the healthcare facility on the patient outcome or the subject device, and with the subject device being unavailable for further investigation, exact cause and correlation of bubble CPAP generator probe slipping and the reported patient consequence could not be determined. The extent to which the bubble CPAP probe slipped and what the underlying conditions of the patient may have been at the time of the event were not confirmed. Additionally, information regarding additional therapies prior to continuous positive airway pressure (CPAP) or any other mode of respiratory support at birth was not provided. Product background: the bubble CPAP generator includes a mechanism for adjusting the depth of the gas exit to allow CPAP from 3 to 10 cmh2o to be delivered to the patient. The adjustment mechanism is comprised of the bubble CPAP probe and bubble CPAP generator lid. The CPAP probe is designed to be adjustable, with the maximum pressure setting capped at 10 cmh2o - the upper limit of the f&p bubble CPAP generator. A physical stop prevents the pressure from exceeding this threshold. This means that the pressure received by the patient remains within a therapeutic range used to treat neonates and infants with CPAP therapy. The user instructions that accompany the subject device illustrate in pictorial format the correct set-up and proper use of the bubble CPAP system kit. The user instructions also state the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Do not use if product or packaging is damaged." "Do not reuse any part of the bc151or bc161. It is manufactured for single patient use only." This product is intended to be used for a maximum of 7 days.

Event description:
A healthcare facility in indianapolis reported via a fisher & paykel healthcare (f&p) field representative that the probe of bubble CPAP generator fell further down into the water column of the bubble CPAP generator. The bubble CPAP generator is part of the bubble CPAP system kit (subject device). It was reported that the subject device was replaced and subsequently discarded. The healthcare facility further reported that the patient experienced a pneumothorax. F&p sought further information from the healthcare facility about the reported event, including multiple follow-up requests for additional information; however, no further details were provided by the healthcare facility regarding either the patient outcome or the subject device.